Manufacturer narrative:
H10 h3,h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual evaluation revealed that the ring handle was bent. A functional evaluation revealed that the unit could not be properly attached to the rail clamp because of the bent ring handle. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event or application of excessive torque inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during the set up inspection, the handle of the spider tenet was bent, it was not allowing locking it. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.